Manufacturer narrative:
One of the devices subject of the event is being returned for evaluation. Steris endoscopy offered in-service training on the proper use of the bite block; however, the user facility has declined. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during use of bite blocks, patients were obtaining cuts in their mouth. No medical treatment was sought or administered.

Manufacturer narrative:
The device subject of the event will not be returned for evaluation. Without the returned device the root cause of the reported event cannot be determined. No additional issues have been reported.